Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing disconnected at the quick release in the middle of the night while she was sleeping, and she woke up in the morning of (B)(6) 2019, with a blood glucose level of 535 mg/dl. She was at work and could not continue due to high blood glucose level. The site was at the left leg and the pump was worn on the v-neck collar of her shirt. The infusion was in use for about 10 years. Reportedly, infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was a stress or pull on the tubing and pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing disconnected at the quick release in the middle of the night while she was sleeping, and she woke up with a blood glucose level of 535 mg/dl. She was at work and could not continue due to high blood glucose level. The site was at the left leg and the pump was worn on the v-neck collar of her shirt. The infusion was in use for about 10 years. Reportedly, infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was a stress or pull on the tubing and pump was not dropped with the set connected to the patient's body. No further information available.